Event description:
It was reported the dermatome bounced when being used. The surgeon was not able to get a good cut. Numerous attempts were made by integra to obtain add'l info.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.